Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd). Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on information made available the cause of event remains indeterminable; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a patient with a 25mm mitral valve implanted, eight years, four months, underwent valve-in-valve intervention due to unknown reasons. A 26mm transcatheter valve was implanted. No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 25mm valve implanted for eight years, four months underwent valve-in-valve intervention due to severe mitral stenosis. The patient had nyha class iii symptoms. A 26mm valve was successfully implanted. The patient was transported to the ccu with stable hemodynamics. The echo performed next day showed improvement of the gradient across the mitral valve to 3 mmhg with only evidence of trace paravalvular leak around the valve. The patient was discharged in stable condition on pod #3.

Manufacturer narrative:
Updated sections a3, b5, b7, and f10.